Manufacturer narrative:
(B)(4). H6: biological and chemical (g01) - viscosupplement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient presented to the emergency room approximately 10 days post implantation of a gel-one injection with a dislocated patella. MRI demonstrated the patella was sitting high and dislocated totally. Attempts have been made and no further information has been provided.